Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process. ¿ rupture and silicone migration: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. No additional observations performed on the device. No further actions are required.

Event description:
Later healthcare professional reported "capsular contracture baker grade iii" confirmed by ultrasound.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, migration, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "rupture with silicone leakage including into the lymph nodes" confirmed via ultrasound. This record is for the left side. The device has been explanted and replaced.